Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to the pump not working properly. A surgical procedure was performed, during which a loss of fluid was noted; therefore, the device was removed. There were no patient complications reported.